Event description:
The st. Jude medical rep reported that during an attempted implant, the set screw was stripped and the lead could not be properly tightened down. The physician elected to use another device. During failure analysis a sensing anomaly was observed.